Manufacturer narrative:
The patient's exact age is unknown; however, the patient was reported to be an adult. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed, and no blockage was observed in the set. The reported condition was not verified. The device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system secondary medication set would not flow. The patient was receiving an anticonvulsant medication through the secondary line via a non-baxter pump. An hour after the infusion was initiated, the medication "did not infuse." The "secondary tubing was changed and worked without issue." There was no patient injury or medical intervention associated with this event. No additional information is available.